Manufacturer narrative:
(B)(4). A request has been made to return the device for examination to our bbm service laboratory in (B)(4). At this time, the device has not been received yet. A follow up report will be provided when the investigation results become available.

Event description:
(B)(4).